Manufacturer narrative:
Two broken screws and two unused screws were returned for evaluation. The product identities were confirmed in the evaluation. According to the evaluation, the products were returned without the original packaging. Visual inspection revealed two screws were fractured transversely across the shaft; therefore the complaint is confirmed. The remaining screws are in tact and show no signs of use. The unused screws were functionally tested and found to function as intended. The most-likely cause of the complaint was determined to be excessive torque applied to the screw heads during insertion attempts. According to the evaluation, there are no indications for manufacturing defects.

Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during a cranioplasty for frontal bone, lactosorb screws were used but the first screw of the two-set package was broken when trying to insert. It is reported the surgeon opened the second two-screw package and used the tried to first screw from that second package. It is reported that the first screw from the second package broke. It is reported that the tips of the two broken screws were left in the patient's body. It is reported the surgery was completed successfully with less than a ten minute delay. This is a resorb-able product; therefore, permanent impairment is not expected to occur from remaining implanted in the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.